Event description:
It was reported that the patient had to be transported via helicopter to the emergency room (ER) due to their device not working. No further information was available regarding this patient or event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.